Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure, creases and deformation and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side possible rupture via ultrasound, capsular contracture, baker grade iii, and textured implant. The device was explanted.

Event description:
Healthcare professional reported "possible rupture", capsular contracture baker grade iii and "textured implant". This record is for the left side. The device was explanted without replacement. The device was returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade iii. The device was explanted.